Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely with the patient¿s implantable cardioverter defibrillator in back-up vvi. The patient was brought into clinic and a download was successfully performed restoring the device to its intended settings. The patient was stable throughout.